Event description:
It was reported that bd maxguard extension set was occluded. The following information was received by the initial reporter with the following verbatim it was reported by customer that syringe tubing would not prime. It required significant force and the fluid would not reach the pt end of the tubing. When removed from the syringe, the fluid quickly flooded back out as if there was a blockage causing this pressure in the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: one sample model me2020 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was unable to be primed with water. Excess solvent was seen near the male luer. The customer complaint was verified and a quality notification was sent to the manufacturer.